Event description:
According to the initial reporter: I had one your ivc filters implanted and then less than a month later I experienced a double pulmonary embolism. The FDA division of industry and consumer education said I should report this you. The filter implanted in me is celect platinum vena cava filter (ref (B)(4)) from lot e3901455. Summary of the FDA safety communication: on (B)(6) 2020: patient showed up to a follow up visit with his cardiothoracic surgeon and had trouble breathing. CT scan showed a double pe (a blood clot in vein to rt lung and another clot in branch to lf lung). CT scan showed that on leg of the filter was lifted. On (B)(6) 2020: the patient was scheduled for surgery to have the blood clots removed. Patient asked if they could remove the filter, but this doctor said they could not remove the filter and that the doctor that installed it should be the one to remove it. On (B)(6) 2020: patient showed up to a follow up with his cardiologist. A CT scan showed apex of ivc filter was tilted to one side and that one leg of the filter was nearly perpendicular to the wall of inferior vena cava vein. The patient told that the physician talked to a company rep and the rep said he had only seen this one other time. The rep expressed concern a piece of the filter could break off if filter was removed. The rep recommended the cardiologist to leave the filter permanently in the patient. On (B)(6) 2021: patient showed up to a follow up with the cardiologist. The cardiologist told that the one leg of my filter was bent. On (B)(6) 2021: the cardiologist referred the patient to a physician who is a specialist in removing retrievable ivc filters. On (B)(6) 2021: the specialist recommended that the ivc filter had to come out. The filter being off to the side near the wall of the ivc vein. The leg of the filter that was sticking out horizontal and said it was holding the point of the filter close to the opposite vein wall. The point of the filter was supposed to be in the center of the vein in order to trap a blood clot. The specialist said the leg sticking out horizontal concerned him because it could break off when the filter was removed.